Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image disturbance, flickering across the entire screen area of the monitor and error code b40 during inspection for use involving an olympus video system center. There was no patient injury reported.